Event description:
Customer had difficulty sliding the drive assembly across the leadscrew. It was indicated that the customer was trying to put a new reservoir into the pump. At the time of the call, the customer was advised that a replacement will be sent.